Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely elevated magnesium results while using the clinical chemistry magnesium assay on the architect c4000 analyzer. The customer provided the following result data (customer provided reference range: 1.9-2.6 mg/dl): sid (B)(6) a initial result 6.0, retest (same analyzer). 3.8, retested on a second analyzer: 2.5 and 2.4. No impact to patient management was reported. Results were not reported out of the laboratory.

Manufacturer narrative:
The incorrect manufacturing location was documented in manufacturer name, city and state. Please refer to manufacture report number 1628664-2019-00285 for all further information.